Event description:
The customer reported that the system continued to beep after releasing foot pedal, and a communication error displayed. After rebooting the system, the problem did not reoccur. This is indicative of an intermittent lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dc voltage was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.